Event description:
During instrument maintenance, the ambient valve (a safety valve that enables the pt to breath spontaneously in error conditions) did not open within the specified pressure range.

Manufacturer narrative:
The ambient valve was exchanged, and the instrument was run through all test software and performed appropriately to all MFR specifications. The ambient valve will be returned to the MFR for further analysis.